Event description:
Kittners were opened to the sterile field and landed on a gown. Hair was discovered woven in the knitter. Gown and kittners were removed from the sterile field. Patient was not in the or at this time. Sterile field was maintained for surgery. Carefree-kittner+tail. Ref#: 15506/25. Lot#: 1607. Expiration date: 05/01/2027. Man. Date: 05/01/2024.